Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that during a lead revision, they saw a lead fragment on the x-ray from a previous lead that was located outside the foramen. Additional information was received. The rep reported that the lead fragment was found during a fluoroscopy procedure. There was no determination of reason for lead being left due to the fact that the patient did not know it remained implanted. Upon inspection of images, it was determined that the lead had been fragmented during previous attempted removal. The lead was located on the left anterior aspect of the patient's sacrum. Removal was attempted, but unsuccessful. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product ID: neu_interstim_ins, serial# unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that they removed the entire system and are going to let it heal and then reevaluate. No further complications noted or anticipated.